Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had an infection at the pocket site.

Manufacturer narrative:
Additional information was received that the generator pocket leaking after the patient bent over at home. The patient felt something pop in her back and since then it had been leaking pus. On examination, the whole area was red, inflamed and was leaking greenish fluid. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the generator pocket was leaking after the patient had bent over and felt something pop in her back. Since the incident the ipg pocket had been leaking pus. On examination, the entire area was red, inflamed and was leaking greenish fluid. It was believed that the infection was not device related. The patient will be administered antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the generator pocket was leaking after the patient had bent over and felt something pop in her back. Since the incident the ipg pocket had been leaking pus. On examination, the entire area was red, inflamed and was leaking greenish fluid. It was believed that the infection was not device related. The patient will be administered antibiotics and will undergo an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site.

Event description:
A report was received that the patient had an infection at the pocket site.

Event description:
A report was received that the patient had an infection at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was treated with keflex oral antibiotics.

Event description:
A report was received that the patient had an infection at the pocket site.